Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.

Event description:
It was reported that the rod was broken on the right side approximately five and a half years post the implantation. A revision surgery was performed and the devices were replaced. The patient was reportedly doing well after the revision.